Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got critical pump error. Customer blood glucose reading was 350 mg/dl. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to corroded electronic assemblies. Unable to verify pump error 55 due to download difficulty. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with scratched case, pillowing keypad overlay, broken belt clip rails and faded serial number label. The p-cap does lock properly.